Manufacturer narrative:
(B)(4). (B)(6). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss inspected the phacoemulsification unit and the handpiece. The fss performed a field service checklist. The fss found the unit was working properly. During inspection, the fss found the mayo tray was a bit noisy when in rotation. The fss loosened the swivel to resolve the noise observed during inspection of the unit. Although, the mayo tray was adjusted due to the noise, it has no correlation to the corneal burn reported. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgeon reported a corneal burn in the patient's left operative eye. Sutures were required to close the wound from the corneal burn. The procedure was completed. The surgery center indicated the expected outcome of the patient is good.